Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer initially reported being unable to obtain readings due to receiving a "replace sensor" error message while wearing the adc device. A replacement product was ordered and due to a delivery delay, the customer was unable to monitor glucose levels and experienced a loss consciousness. Customer was able to regain consciousness and w to self-treat by "consuming yogurt, some lolly, eclairs and chocolate". No further information was provided. There was no report of death or permanent injury associated with this event.